Event description:
Contact lenses were prescribed by optomertrist for dry eye issue with contact use. Rptr has used contacts for over 7 years and removes them daily. Rptr purchased a one year supply to qualify for a rebate. The product was routinely substandard. Examples: tearing before rptr could get them inserted; tearing as rptr removed them even after one day's wear; ripping apart upon removal leaving pieces of the contact in eye causing scratching, pain and difficulty in removing small pieces of contact lens from eye.